Event description:
Customer reported a cracked and shattered touchscreen on the device, causing the touchscreen to be unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump under warranty. Customer was advised to use alternate multiple daily injections to ensure continuous insulin delivery. Instructions were provided for putting the pump into storage mode before returning it, which the customer understood. Replacement process included confirming the shipping address, and the customer was instructed to return the faulty device using a pre-paid label within ten days.